Event description:
It was reported that the patient underwent generator replacement due to battery depletion; failure to interrogate. Clinic notes dated (B)(6) 2014 indicated that the generator was interrogated and found to be at ifi = yes. No additional relevant information has been received to date. The generator was received for analysis. Analysis was completed on (B)(6) 2014. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.